Event description:
One year after receiving the cochlear implant, this patient was not responding to sound. Three integrity tests showed normal receiver/stimulator function. An x-ray was also normal. External equipment was swapped and the device was reprogrammed. However, the child did not show responses to sound. The device was explanted on 10/19/2005. An MRI is planned to evaluate the status of the auditory nerve. It is not known if the patient will be reimplanted in the future.